Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after one month later, in the present illness, it was reported that the patient developed b12 deficiency and it was complicated by development of a major bilateral pulmonary embolism, which was not sub massive. After one year, the active problem was reported as pulmonary embolism. On the next day, a nuclear medicine pulmonary perfusion imaging was performed and it revealed that the patient has had a prior pulmonary embolism and given the fact that there was some matched ventilation photopenia in the right upper zone corresponding to the perfusion defect, this was most likely a low probability for pulmonary embolism. After one week, the active problem was reported as pulmonary embolism. After five years and ten months, a computed tomography (CT) abdomen without contrast was performed and it revealed that the apex was superior and was tilted, abutting the anterior inferior vena cava wall. The struts are intact. All the struts are seen piercing through the inferior vena cava walls. There was no significant migration or invasion of the adjacent structures. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.